Manufacturer narrative:
Screw and dose nut rotate together when dispensing and retracting. More details are provided as an attachment in the complaint. Per a. Child's diagnosis: bond inspection notes: ca amount and location looks good. There are areas of the injection nut where the ca appears "shiny and smooth". Ca appears this way when the adhesive cured before the parts were mated which has been attributed to excessive accelerator used at the lower subassembly or residual accelerator in the bonding fixture. There are areas of the bayonet sleeve with no ca. Epoxy amount is insufficient. There is not a complete ring going around the shell. The customer complaint of the screw not moving was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer's parent reported via phone call that they were changing the cartridge of the inpen but screw does not move at all. No harm requiring medical intervention was reported. The device was not returned for analysis.